Event description:
It was reported that while doing a primary knee surgery, when or staff was ready to apply cement, scrub tech had 2 ampoule bottles shatter in her hand when opening which caused severe cuts to the scrub tech's hand which required ER assistance. Surgical delay of 10 minutes approx.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding glass shattering while opening 2 simplex liquid ampoules was reported. The event was not confirmed. Device history review: review of the DHR was satisfactory. Complaint history review: review of the chr indicates that no similar events were reported for the lot. It was reported that two ampoules shattered while being opened causing significant cuts on the hand of the user. Further information was requested from the customer to establish the circumstances around the event however this information was not provided. It should be noted that the simplex or handbook refers to use of the poly "cracker" sleeve as an aid while opening an ampoule. The cracker provides a breaking point for glass to break in the required location. A definitive root cause for this event cannot be established without evaluation of the broken ampoules and the additional information that was requested, however it does appear that the event may have occurred as the user attempted to open 2 ampoules at the same time causing them to shatter.

Event description:
It was reported that while doing a primary knee surgery, when o.r. Staff was ready to apply cement, scrub tech had 2 ampoule bottles shatter in her hand when opening which caused severe cuts to the scrub tech's hand which required e.r. Assistance. Surgical delay of 10 minutes approx.